Event description:
The doctor was using the arthrocare wand during a procedure when he noticed that part of the wand was missing. It appeared that the distal end (a very tiny "grate plate") was missing. The doctor irrigated with approximately 4000ml of fluids. This fluid was strained and the remaining material was sent to pathology. There was no foreign body seen on fluoroscopy.